Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient went to charge their ins last week or so, prior to (B)(6) 2021 and they received poor communication with their recharger. The patient had not charged or felt stim since sometime in may and stated the reason was they had shoulder surgery at that time. It was noted that due to their shoulder surgery they weren't able to use stimulation. They had shoulder issues and couldn't reach around to charge so they did not charge. The patient was redirected to their healthcare provider to further address the issue. Pt wants to use stimulation again because their "back is starting to act up again" but appears to be in overdischarge state. Additional information received from the consumer reported that the battery in their back was being replaced. The patient noted that it was supposed to be done on 14-jan but due to illness it was changed to 18-apr. The issue had been resolved.